Event description:
It was reported the fixation device's beige adhesive separated from the inspection window, leaving the epidural catheter with no protection at the insertion point. The catheter was fixated with another fixation device/dressing to protect the insertion point. The patient was monitored and no signs of infection were noted after 24 hours.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted. Although this event was reported by a representative from (B)(6) hospital, the event allegedly occurred at (B)(6) hospital, (B)(6).